Manufacturer narrative:
Details of complaint: the customer reported that recently, the unit shuts off by itself without warning. Technical service (ts) spoke with biomed and was informed that the cause of the device shutting off was that the unit was operating on battery supply and the battery had been depleted. The customer charged the battery and ran the unit with simulated data with no error message. Staff that called in the issue may not have been aware that the unit was not plugged into wall outlet. There was no patient injury reported. The issue has been resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation summary: the device was spontaneously shutting off. Why? The unit did not have power. Why? The unit was connected to a battery and the battery was depleted. Why? User unaware of the unit's power supply configuration, user negligence. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused due to user negligence of not verifying the power supply conditions while using the device. This is not a malfunction of the nk device. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g7 h2 h7 h9 the following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this has been fixed, it was the module error, patient not affected. B6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this has been fixed, it was the module error, patient not affected. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this has been fixed, it was the module error, patient not affected. Manufacturer references (B)(4) follow up 001

Event description:
The customer reported that recently, the bedside monitor (bsm) unit shuts off by itself without warning.

Manufacturer narrative:
The customer reported that recently, the unit shuts off by itself without warning. Technical service (ts) spoke with biomed and was informed that the cause of the device shutting off was that the unit was operating on battery supply and the battery had been depleted. The customer charged the battery and ran the unit with simulated data with no error message. Staff that called in the issue may not have been aware that the unit was not plugged into wall outlet. There was no patient injury reported. The issue has been resolved. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that recently, the bedside monitor (bsm) unit shuts off by itself without warning.